Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that a collimator potentiometer error displayed at boot-up. This error prevents the system from booting up. There is no report of injury or death associated with the event described in this complaint.